Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported resistance was not confirmed because the guide catheter was not returned. The unstable stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a lesion in the left iliac artery, a 6fr 45cm non-abbott guiding catheter (gc) and an unspecified 0.035 guide wire were positioned in the anatomy. A 6.0mm x 39mm x 80cm otw omnilink elite balloon expandable stent (bes) system was unpackaged and prepped without issue then advanced into the gc. As the distal end of the otw omnilink elite was exiting the distal end of the gc, resistance was felt against the gc and the stent shifted proximally from the balloon markers (observed on angiography), but did not dislodge. All devices were then precautionarily removed from the anatomy as a single unit without issue. Another same size otw omnilink elite bes was advanced successfully through the same gc and successfully treated the target lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.